Event description:
Patient being treated for spiroid comminutive fracture of the left humerus was implanted with an lcp reconstruction plate on (B)(6) 2012. The surgeon obtained a good extension flexion complete and normal pronsupination without any tension and verified no compression point on the radial nerve. Plate was noted as broken on an unknown date post operative. The patient was returned to the operating room on (B)(6) 2012 for removal of broken plate and revision to another plate with bone graft.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The device was examined and the fracture face is homogenous which indicates material conformity. This lot of 12 pieces was manufactured in august 2009 and we are not aware of any complaint for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this occurrence.